Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to the site to test the imaging system and performed multiple image-quality spins. They confirmed the rotations were correct, collected the logs, and attached them to the work order. The system is functioning as designed, and the rep advised that the issue was caused by user error. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that after setting the patient orientation and direction, and upon performing a 2dlf scan, the rotation was incorrect on the images. Clinical service reported that this occurred on all scans and with both systems. It occurred intra operatively and patient was present at time of event. Troubleshooting clinical service provided photos from imaging system and reported that this could also be due to workflow preference issues.